Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Information contained in this report was previously submitted through 410psr on 22/jan/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and migration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device migration and seroma-late.

Event description:
Healthcare professional reported a right side "prolapse." Additionally, patient reported "very misshapen right breast" and "pocket of tissue or fluid under the right breast that looked unusual and very noticeable". Device remains implanted.